Event description:
Ous MDR - the patient died in 2009, at 5:00 a.m. The device is supposed to have delivered several shocks at the time of death. Lumax 340 vr-t, MDR 1028232-2009-00766. Linox td 65/18, MDR 1028232-2009-00767.

Manufacturer narrative:
Ous MDR - the ICD proved to be normal and within specifications. In particular, the signal sensing of the ICD proved to be fully functional. The episodes recorded on the day the patient died were triggered by intrinsic signals. The analysis did not find any manufacturing error or material defect at the lead or at the ICD.